Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of product. The visual inspection of the samples had acceptable results. Functional testing could not be performed because the returned samples had passed their expiration date. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, several customers showed allergic reaction.